Event description:
A hill-rom general manager alleged that upon delivery of new versacare beds one of them had a cut power cord. This bed was never in use.

Manufacturer narrative:
The cut power cord was replaced. No wires were exposed.